Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was an issue with the left ventricular assist device cart, specifically with the ipad screen, which would not turn on. Upon inspection, the technician was not able to determine the root cause of the issue. Additional troubleshooting was performed, but the issue did not resolve. The screen was removed from service.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of screen issues on the heartmate touch (serial number: (B)(6) was confirmed via investigation of the returned tablet. The unit returned with damage to the housing. The tablet returned in a depleted state, and when it was connected to a charger, the battery indicator appeared, indicating it was charging, but when the unit attempted to boot, the screen stopped working and remained off. Information was no longer displayed on the screen, and no further troubleshooting was able to be attempted. Attempts were made to obtain additional event information, but no response was received. The root cause of the screen issue could not be conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) (rev. G) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use. Heartmate 3 instructions for use (IFU) (rev. G) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) (rev. G) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.